Manufacturer narrative:
Secondary intervention, extra dilatation - (B) (4). Evaluation results: (dissection).

Event description:
The patient had a complete se implanted. After post-dilatation a dissection occurred. Extra dilatation was performed. The investigator indicated that the reported event was possibly related to the study device. Complete se is not approved for use in the us for sfa indication but is similar to complete se which is approved for biliary indication.